Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump ha keypad anomaly and failed battery alarm. Customer blood glucose level was unknown. Customer also stated that the buttons were worn out and scratches on pump. It was also reported that the buttons were occasionally unresponsive and the insulin pump rejected battery. Trouble shooting was declined. The device will be returned for analysis.